Event description:
It was reported that the pacing threshold on the right ventricular (rv) lead had been increasing over the past two years. The physician decided, since the patient is pacemaker dependent, to cap the lead and implant a new rv lead during a scheduled pacemaker generator change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.